Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the system is displaying error code b30 scope communication error during inspection for use involving an olympus video system center. There were no reports of patient involvement.